Manufacturer narrative:
H3: a software analysis was initiated. As per the case details, 1 mm of inaccuracy was observed. However, as per the IFU, the accuracy of = 2 mm is within the margin of navigational accuracy. Based on the information provided, the reported inaccuracy of 1 mm is within the margin of navigational accuracy; there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that there was an alleged inaccuracy when navigating with the drill during c4-t4 posterior spinal fusion case. The manufacturing representative (rep) reported that all instruments were verified successfully. Surgeon placed all screws on the patient's right side and used patient's midline to ensure accuracy on navigation with instruments. Rep reported that surgeon noticed that all instruments appeared accurate, except for the drill, which appeared in navigation to be off by 1 mm to the left. The rep confirmed the inaccuracy. Chickenfoot, tap and driver all appeared accurate. Rep reverified the drill, but claimed inaccuracy persisted. Surgeon continued with surgery, navigating with chickenfoot, making pilot hole with drill, then continuing to make hole with tap. There was less than an hour delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0. H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.